Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and that a malfunction alarm occurred. During troubleshooting with tandem technical support, the cgm error and malfunction alarm were cleared, and insulin delivery was resumed successfully. As a result of the malfunction, customer¿s blood glucose level was "high" per cgm readings and was addressed with a correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.